Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate the reported issue.  Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer reported that their device power cycled itself during a patient event.  Following the reported power cycle, the customer then manually cycled power and following the power on, the patient code summary was printed and the device continued normal operation for the remainder of the event.  There was no report that the patient suffered any adverse outcome during the reported event.